Event description:
During product evaluation by baxter (B)(4), a colleague infusion pump was found with a defective air in line printed circuit board. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). The device is currently being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the air in line (ail) printed circuit board (pcb). To correct the condition, the pump head module was replaced. If any additional information is received, a follow up MDR will be sent.